Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to detect the pockets on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to detect pockets on bus. A field service engineer inspected the comsled and noted no irregularities via the diagnostic (light emitting diode) leds. The station was restarted, but the issue persisted. Upon checking the operating system, it was found that the windows firewall was enabled. The firewall was disabled, and the station was restarted. All drawers, doors, and the srm were tested for proper connectivity, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed to detect the pockets on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.